Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# serial# (B)(4), implanted: (B)(6) 2015, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 08-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen 2000mcg/ml at 849.6 mcg/day via an implantable pump. The patient¿s medical history included cerebral palsy. It was reported that in 2016 the patient underwent spinal fusion with rods placed from t1-s1. During that operation, there was a catheter cut at the lumbar entry site and the pump neurosurgeon was called to splice and repair the catheter.